Event description:
Medsun report received: "the patient was becoming agitated, and appeared to be in pain. IV boluses were given of midazolam and dilaudid. The IV pumps did not indicate an occlusion but the patient's IV was clamped. Upon inspection fluid (and meds) were found to be leaking out of the distal injection port of the tubing instead of infusing into the patient or backing up which would have caused the pump to alarm. Tubing was replaced and the patient was not harmed." There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.